Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving cadd cleo reported that occlusion was received because there was blood in the tubing and the cannula. There was patient involvement and no harm/adverse event reported.